Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl, and the continuous glucose monitor did not read "high." To resolve the issue, the customer changed the infusion set and cartridge, and then resumed insulin.